Event description:
The event involved a smallbore transfer set, and upon investigation of the device, leakage of infusate was identified. There was patient involvement, and no harm/adverse event reported. This event captures fourth of the returned five devices.

Manufacturer narrative:
One used ext bifuse sets and various mating devices for inspection. Upon visual inspection, the filters were wetted out, and the reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The dfu (directions for use) states: "ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours." A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional contact information / distributor: (B)(4).